Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report numbers: 3004608878-2020-00514, 3004608878-2020-00515, and 3004608878-2020-00516.

Event description:
This is 4 of 4 reports. A patient safety analyst reported that since (B)(6) 2019 there have been four (4) scalp lacerations as a result of the mayfield headrest. One required staples to repair and others required manual pressure with bacitracin. Additional information received on 04sep2020 indicating that the surgery resident placed pins and mayfield on the (B)(6) female patient for a cervical laminectomy with posterior spinal fusion. The "ss" said let's adjust this and the mayfield spring pressure released and caused a laceration on the left side of the head. Antibiotic ointment and dressing were applied. The patient's condition post procedure was reported as stable.